Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited premature battery depletion. It was also noted that the device was implanted after the use before date. The device remains in use, and a change out procedure was planned. No patient complications have been reported as a result of this event.